Manufacturer narrative:
Event description: as to the hosp, the instrument cracked in half at the hinge, when the dr was trying to cut bone. At the distributor's request, we thoroughly checked the concerned instrument in our testing dept. Results: the instrument in question was mfg in a lot of pcs in june 1995 and all of these pcs were delivered to the distributor on 6/22/06. We checked with our trend analysis records starting 1996 which shows that we have mfg a total of this article (leksell rongeur with 8mm bite) since then, and only received one similar complaint in 2004. With the similar complaint in 2004, the jaw of the instrument broke off but no material defect, no defect in design or any defect in mfg were found. Inspecting the instrument we noticed the article being mfg in accordance with the given specifications for production. The measured hardness is within the given range of tolerance and a hardening certificate is included with the production documents. Conclusion: the exact cause for the jaw breakage cannot be conclusively determined. As stated above, our production records indicate compliance with all specifications and our trend analysis reflects no problem with this pattern. Thus, we feel that no corrective or preventive action is to be taken on our part. We MFR about 800 leksell rongeurs of this type with receiving almost no complaints and can therefore guarantee a high quality. Based on our long-term experience as a qualified MFR of surgical instruments, we can only assume that the cause for this incident could be improper handling or misuse of instrument.